Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 2011. Revision due to poly wear.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of the applied load, which led to certical migration of the femoral head and wear of the acetabular liner.

Event description:
Index surgery: 2011. Revision due to poly wear.